Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the bha surgery was done with precision strata hip stem, pca head and centrax bipolar cup 18 years ago. The cup was dislocated 2 times (occurred date was unknown). At this time, when the patient fell down, the cup was dislocated and revision surgery was done.